Event description:
It was reported that when using the bd pyxis¿ es server, epic orders were not crossing to pyxis. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was not crossing to pyxis. A technical support specialist (tss) checked the carefusion coordination engine (cce) server, restarted the cce, and brought it back online. After performing a full system reboot due to freezing, all services were restored and messages began processing normally. The system functioned as intended after the technical support specialist troubleshoot the device.